Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 569 mg/dl. Reportedly, the customer delivered a correction bolus via the pump to address bg level. Reportedly the customer continued to use the pump for insulin therapy.